Manufacturer narrative:
H10: additional narratives: updated b5, d4, and h3 per new information received. H3: product evaluation: customer reports of stenosis and structural valve deterioration were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures remained attached to the sewing ring around the valve.

Event description:
Edwards received information that a 21mm aortic pericardial valve, implanted approximately twelve (12) years, was explanted due to aortic stenosis secondary to structural valve deterioration. The device was replaced with a 23mm aortic valve with no adverse events. The patient status was reported as recovered. There was no allegation of device malfunction, however, the surgeon commented that this explant was a little earlier than expected. Product evaluation showed moderate calcification and moderate pannus.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received information that a 3000j aortic pericardial valve, implanted approximately twelve (12) years, was explanted due to aortic stenosis secondary to structural valve deterioration. The device was explanted and replaced with a 23mm 11500aj aortic valve with no adverse patient events reported. The patient status was reported as 'recovered'. There was no allegation of device malfunction; however, the surgeon commented that this explant was a little earlier than expected.

Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.